Event description:
It was reported that the fenestrated bipolar forceps instrument would not work. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a broken conductor wire at the yaw pulley exit. The jaw pulley is missing a .150" x .060" piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of jaw motion. The cause of the breakage cannot be determined, however, the added range of grip motion likely created excess tension on the wire, causing it to break. The wire may not have been securely attached to the grip and pulled out during articulation of the wrist due to poor strain relief. Electrical continuity failed. Engineering evaluation also observed that the distal end of the main tube has various deep scratches concentrated on one side of the tube. Tube material has been removed as a result of the scratches. The scratches are not aligned to the tube axis, suggesting that they were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip.